Event description:
On dec. 19, 2007, the distributor reported that the screw disassembled during transport.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.